Event description:
Reporter alleged that a patient received results of 26 mg/dl on the inform system compared back to back within 10 minutes of a result of 137 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that the patient had peripheral blood flow issues. Product labeling precludes the use of the device on patients in such a condition. A request was made for the return of the affected product.